Event description:
There was slow deflation with the durastar (unk). There was no injury to the patient.

Manufacturer narrative:
This device is not available for analysis as stated in section h3. Additional information will be provided within 30 days of receipt.